Event description:
It was reported that during a supply change the user encountered difficulty before filling the tubing, identified a large air bubble in the cartridge, expelled the bubble, reinserted the cartridge, and then discovered the short segment of infusion set tubing had not been connected prior to attempting to fill; the user then connected the short tubing segment and completed the process with guidance, after which insulin delivery resumed, and the user was using a cd infusion set. No reported adverse clinical effects. Outcomes included restoration of insulin delivery after completing the supply change. Investigation included troubleshooting and user education. Investigation of this case revealed that the infusion set was not fully assembled prior to tubing fill and that the cartridge initially contained air, consistent with an infusion set connection issue and air management during cartridge preparation. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to infusion set connection sequence and cartridge air removal.